Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 260 mg/dl. The customer stated that he was vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a button error alarm in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that he would call back to complete the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.